Manufacturer narrative:
Bd received one photo for investigation. A visual evaluation of the photo indicated the presence of poor barrier separation. Additionally, 54 retained samples were visually inspected, with no issues identified. Complaints for sample quality were not under statistical control for the month of september 2025; additional testing was indicted. However, further clinical testing could not be performed as the samples were expired at the time of review. No clinical testing can be performed on expired product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode poor barrier separation based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 4 tubes exhibited poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 4 tubes exhibited poor barrier separation. There was no health impact or consequences reported.